Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for evaluation. The evaluation uncovered that there were foreign objects inside of the light guide lens due to insufficient cleaning or handling oof the scope. Additionally, it was observed that the grip and the forceps channel port were shaved. It was also uncovered that the suction, air, and water cylinders have no color. It was observed that switch 1 had a pinhole. It was also observed that the objective lens had a chip. It was observed that the light guide lens had a crack. It was also observed that the coating of the universal cord was peeling. Lastly, scratches were observed on the: scope cover, right and left knob, up and down knob, scope connector case unit and on the plug unit. The faulty parts were replaced. The device was inspected and passed olympus functional standards. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The user facility returned an evis exera iii gastrointestinal videoscope to the service center for preventative maintenance. During a standard inspection and estimation of the returned device, foreign objects were inside of the light guide lens which is identified as a reportable event per the risk summary application (rsa). The new aware date for this reportable malfunction is (B)(6) 2023. The customer did not report any problems associated with the device and there was no patient user injury or harm reported to olympus. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.